Manufacturer narrative:
Technician found the power control board had a short in it. Technician did not believe the battery light was on or that the bed had any manual functions working. The technician replaced power control board to resolve the issue.

Event description:
Technician alleged that the bed had no power. No injuries reported.